Event description:
The lay user/ reporter contacted lifescan (lfs) alleging that the product's alarm light does not work. The alleged issue was unresolved with troubleshooting; therefore, the pt's products have been replaced. There were no allegations of harm or injury.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.